Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, and cracked case at display window corner.

Event description:
The customer's mother reported via phone call that the act button sticks on the insulin pump. Customer's mother stated that she is not sure when it occurred. Customer has had the issue for the last 2-3 weeks. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.